Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The devices red lamp is flashing. It turns into a green lamp when the power is turned on again, but after a while it becomes a red lamp.